Event description:
A tvt device was placed in a healthy pt in a combined procedure consisting of tvt placement and anterior repair under general anesthesia. The physician reports the case was uneventful. Physician placed a kelly clamp between the urethra and tape when adjusting its tension. He does not believe the tape was placed under tension. Following surgery the pt had urinary retention and required intermittent self catheterization. At 12 weeks post-op pt abruptly regained the ability to void. Soon thereafter pt was admitted to hosp and noted to have a urinary tract infection. Physician performed cystoscopy and observed the mesh criss-crossing the mid urethra. Physician diagnosed a urethral erosion. The pt remains continent.